Event description:
It was reported that the screw was put in the sacrum at an extreme angle fractured. The surgeon reported that he thought that the screw may have been overtightened.

Manufacturer narrative:
Results: an inspection confirms that of two screws, one screw was damaged; the tulip is locked into the bone screw and as a result, no longer provides polyaxial freedom. Tulip threads were damaged with wear patterns indicative of excessive force during tightening. The second screw experienced normal wear. One of the blockers had damage to the threads matching that of the tulip, the hex bore was also damaged. The wear pattern is indicative of the excessive force associated with over tightening. Additionally, the manufacturing records of this sample were also reviewed and all units within the lot were inspected and accepted per stryker specifications. Conclusion: as a result of this investigation the cause of this complaint event is likely to be a tulip disengagement via over tightening. According to the communication log, the surgeon believes he had the screw at an extreme angle, as well as over tightened. The evidence found in the visual inspection supports the events described. The failure occurred post-operatively and the consequences to the patient were severe pain upon screw failure and revision surgery to replace the screws.

Event description:
It was reported that the screw was put in the sacrum at an extreme angle fractured. The surgeon reported that he thought that the screw may have been overtightened.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.